Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician via company rep on (B)(6) 2007: a female pt (age unspecified) developed hair loss after receiving treatment with injectable poly-l-lactic acid (sculptra, lot # and exp date unspecified) at another office on an unspecified date. The outcome of the event at the time of this report was unk. No further relevant info was provided.